Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw breaking in half and was stuck in the back of the system controller of the system controller (serial number: (B)(6) was unable to be confirmed through this investigation. The system controller was not returned for evaluation. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 IFU section 2 entitled ¿system operations¿ provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screw on the back of a newly deployed system controller broke in half and was stuck in the back of the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.